Event description:
It was reported that the lead had dislodged two weeks after implant. The doctor didn't want to reposition the lead and reprogrammed to vvir 60. On (B)(6) 2010, the lead was extracted during the changeout of the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.